Event description:
On (B)(6) 2023, the reporter (a sales representative) of the patient/lay user contacted lifescan (lfs) spain alleging that the patient¿s onetouch verio reflect meter read inaccurately low compared to a laboratory test. The complaint was classified based on the customer care agent (cca) during the initial call, since the patient was unable to be reached by phone for follow-up questions. The reporter did not specify when the alleged issue started. The reporter stated that the patient received a low blood glucose reading of ¿20/30 mg/dl¿ on the subject meter. The reporter did not have information about how the patient usually manages their diabetes nor whether the patient took any actions based on the low reading received on the subject meter. At an unspecified time, the patient started to feel ¿dizzy¿ and was brought to the hospital for unspecified treatment. The reporter informed the cca that a laboratory test was done at the hospital and a blood glucose reading of ¿300 mg/dl¿ was obtained. During troubleshooting, the cca established that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca replaced the products. Medical surveillance was unable to reach the patient to clarify if they believed the device contributed to the adverse event. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event and reportedly received hcp treatment while using the product. The subject meter could not be ruled out as a cause or contributor to the event.